Manufacturer narrative:
This report is submitted on october 15, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient underwent surgery to explant the device on (B)(6) 2018 due to medical reasons. The patient was not reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on october 29, 2018. (B)(4).